Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: battery compartment cracks were observed in the thread area and below the grip. There was evidence of moisture contamination found inside the battery compartment and the underside of battery cap. Multiple battery alarms along with error, alarm, warnings (eaw) 128 were observed in the black box on (B)(6) 2015 and (B)(6) 2015. The pump intermittently powered on with the returned battery cap. The battery cap threads were found to be damaged and the battery cap was unable to tightly secure to the pump. The current draws were found to be within specifications. The battery compartment was found to be leaking during a leak test. The pump case was removed; there was evidence of additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.